Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced dizziness. The right ventricular lead exhibited noise via a merlin.net transmission. The patient was brought into the clinic and the patients device was reprogrammed. On (B)(6) 2013 a lead revision was performed and an insulation anomaly was noted. The lead was capped and replaced without complication.